Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor module was cleaned of moisture to resolve the issue.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case resumed. There was no report of patient injury.